Event description:
It was reported that a user¿s dexcom g6 continuous glucose monitor remained paired to the dexcom mobile app with glucose readings available but failed to pair to the ilet bionic pancreas despite multiple attempts, including re-entering the transmitter serial number and pairing code, toggling bluetooth and cgm settings, and restarting the ilet. Investigation included technical troubleshooting and user education via guided re-pairing steps and device restart. Further investigation of this case revealed persistent communication failure between the ilet and the dexcom g6 transmitter while the cgm system itself functioned with the mobile app. There was no user reported clinical symptoms during the event, as blood glucose was not affected during the event. Outcomes included no impact to blood glucose management as readings became available on the dexcom app, no medical intervention, and no hospitalization. It was concluded that the event was a device-communication issue between components, with no injury reported and no clinical sequelae.